Manufacturer narrative:
The customer is unable to determine the location of the leak. Customer technical support (cts) instructed the customer to hit stop button and home. The customer stated all went into standby and no errors. The customer called again and reported getting 20 or more cuvettes out of limits. Cts instructed the customer to hit stop and remove covers. The customer did not find any liquid on sample carousel. The customer stated received flood in waste sump error. Cts instructed the customer to hit stop and open hydro. Customer stated that leak appeared to be coming from behind the 10 psi regulator. Cts instructed the customer to disconnect and dry quick disconnect fittings. Cts also instructed the customer to reseat fitting and home and run the instrument. No leaks were noted. Service was not dispatched.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a hydro smart module error and a leak on the unicel dxc 600 pro synchron chemistry analyzer. No injury or exposure was reported.